Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and the associated leads displayed noise and oversensing when isometrics were performed during a device check. The patient was seen for a revision procedure where the device was explanted and the leads were surgically abandoned. There were no additional adverse patient effects reported.